Event description:
Pt was revised to address instability, poly wear, loosening (right side).

Manufacturer narrative:
Examination was not possible, as the product were not returned. The investigation was limited to the info provided, as the part and/or lot numbers required to review the device history records were not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated.